Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: tpn filter was found to be leaking. Tubing was changed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-feb-2023 . H6: investigation summary a complaint of the filter leaking was received from the customer. A sample was returned for investigation. The set was primed with water and leakage was noticed at the filter. The flow rate was also much slower and it not pass quickly through the filter. Lot was determined using smart site ids on sample. The device history review was completed with this lot. A device history record review for model 2432-0007 lot number 22105078 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 03oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. It was determined that the defect seen is an issue with the supplied component. The supplier of this component was notified of this defect, and an investigation was performed. A batch record review was completed for the component and found no anomalies. The samples were forwarded to the supplier for further testing. Visual examination revealed no abnormalities of the filter or membrane. Priming was attempted on all four of the returned filters, however leakage was observed from both vents of filters one, two, and three, and not all air was eliminated from filter four. The filter was then subjected to a treatment that may partially or fully restore the hydrophobic properties of the vents that have become temporarily compromised due to saturation by low surface tension end use solutions or potentially from tube bonding solvents during set assembly. After the treatment a subsequent priming test was successful in eliminating the entrained air with no vent leaks observed, the filters also passed a pressure hold test. Potential scenarios exist from treatment and exposures that occur post manufacturing that can weaken or compromise the hydrophobic properties of the vents that prevent it from functioning properly. These exposures could include contact on the vent with tube bonding solvent, gamma irradiation or other sterilization exposures, and/ or low surface tension fluids containing alcohol or lipids, that may inhibit air elimination, may reduce or may result in vent leaks as noted in this instance. In conclusion, the failure mode has been observed at the supplier. However, following the treatment conducted by the supplier, the filters passed functional testing with no leakages being observed for either the vent membranes or the connectors. The most likely root cause is that the substances used by the end user has caused a temporary loss of hydrophobic properties within the vent membrane.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: tpn filter was found to be leaking. Tubing was changed.